Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), when connected the distal coil pin of the right ventricular (rv) lead to the device header, the setscrew was retracted too far and damaged the grommet and seal ring. This device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header confirmed that the df- seal plug was missing. High power visual inspection noted that there was medical adhesive residue left on the header where the seal plug used to be, an indication that the seal plug had been torn away from the header. Laboratory analysis concluded that the seal plug damage was consistent with induced damage.

Event description:
--